Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l78719, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Reportedly on (B)(6) it ¿wasn¿t right, got it replaced again (B)(6).¿ no further information was provided. It was reported that in (B)(6) 2013 the patient experienced swelling over the pump site and there had seemed to be fluid collection. It was verified that the volume was correct in the pump. The patient had no symptoms to report and no device issues had been suspected. The health care provider (hcp) decided to take the patient into surgery on (B)(6) 2013. There was serosanguinous fluid collection in the pump pocket. The fluid was cultured and no infection was found. The hcp then decided that ¿maybe¿ the dacron pouch was causing tissue irritation. The hcp removed the pouch, flushed the pocket and re-sutured it into the pocket using the suture loops of the pump. The patient was then closed up. It was reported the patient was still getting pain relief. No further information regarding the event was provided and the reporter only had the date of the intervention. It was later reported that on (B)(6) 2013, during the surgery the pump was also repositioned and the dacron pouch was removed. No further information was provided.